Event description:
It was reported that a patient received a bone void filler allograft during a (revision) hardware removal at l3-s1, with fusion/deco mpression/instrumentation at l2-s1, and tlif at l2-3. The grafts were placed posterolaterally "to rigid fixation." At an unknown time post-operatively, the patient reportedly developed infection and inflammatory response at the implant site. Patient was reportedly 'in the hospital many days after surgery due to possible infection," and was "still having complications" at the time this incident was reported.

Manufacturer narrative:
(B)(4). Review of the device history records for the suspect device indicated that the graft was manufactured according to procedure and met all required specifications. There were no non-conformances associated with the manufacture of the product. The donor was confirmed to have been appropriately screened and tested in accordance with the manufacturer¿s donor suitability criteria and was deemed eligible for transplantation. The tissue recovery organization which provided the donor tissue to the manufacturer was notified of this incident, and they have received no additional reports of infection involving any other tissues procured from this donor. To date, the manufacturer has not received any other reports of infection involving any other grafts manufactured from this lot of product or from this donor tissue. Based on these findings, the manufacturer's medical director has concluded that there is no medical evidence linking the subject graft to the patient's infection. No further action is required at this time and this investigation is considered closed.

Manufacturer narrative:
(B)(6). (B)(4). Evaluation in progress. Supplemental report will be submitted.